Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer heard a cracking noise when filling cartridge with insulin, however, there was no sign of the cartridge leaking. Customer was unable to fill the cartridge with the intended amount of insulin. Customer's blood glucose level was 301 mg/dl. Reportedly, customer continued to use the cartridge.